Event description:
No blood glucose levels reported. The customer also reported a motor error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm during testing. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.